Event description:
The facility representative reported a flogard infusion pump with a malfunction of occlusion. The event was reported to have occurred upon power up in emergency room. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "mark occlusion" was confirmed during evaluation as a downstream occlusion alarm when loading the tubing with a primed line. Service determined that the cause was due to wear and tear on the associated pump head door. The pump head door was replaced to resolve the issue. Should additional information become available, a follow-up medwatch will be submitted.